Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned due to dislodgement. After repositioning the ra lead, all measurements were appropriate. No additional adverse patient effects were reported.